Event description:
It was reported that the patient was having inadequate and unwanted stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted product was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago. D2b: lgw, qrb. D6b: 2023.